Event description:
Patient revised to address tibial component/cement mantle debonded. Cement manufactured by others.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation limited to the information provided. The investigation could not verify or draw any conclusions about the reported loosening based on the provided information. Non-depuy cement manufacturer was reported. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.